Event description:
Additional information was received that noise resulting in oversensing was observed on the device.

Manufacturer narrative:
The reported event of faulty setscrew on v-lead and noise on device was not confirmed. Analysis revealed that the right ventricular-setscrew was normal. The setscrew had its original hex shape inset with no stripping of the inset. The setscrew could be engaged and tightened normally to hold a lead in place. The problem is related to the user¿s incorrect use of the torque wrench. The reported event of noise from the device could not be confirmed. Electrical testing was performed on the device and also special noise/crosstalk tests. No noise or crosstalk was found produced by the device. The device was found electrically normal. The noise produced during the period of implant was most likely caused by the ventricular -setscrew found loose at explant. The device is found normal.

Event description:
During a follow up, noise was observed on the right ventricular (rv) channel of the device. A revision procedure was performed. The rv lead and the set screw was found to be loose in the header of the device. The device was explanted and replaced to resolve this event. The patient was stable.